Manufacturer narrative:
Additional information no intervention was required for the removal of the device and it was safely removed from the patient. There were stent struts exposed/visible on removal image analysis: three images were provided for evaluation. The images show the stent to be partially deployed and deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion involving the protege everflex stent, the stent failed to deploy properly, resulting in only partial deployment in the mid segment of the superficial femoral artery, which had an 80% stenosis and moderate calcification and tortuosity. The device was prepped according to instructions with no issues identified. The thumbscrew/lock-pin was checked for securement prior to procedure and was removed before attempted deployment. No resistance was encountered when advancing the device. The lesion was not pre-dilated, and embolic protection was not used. A new medtronic stent was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the lock pin mechanism loosened and a portion of the stent was observed to be exposed, the device was identified from the strain relief as 100mm, approx 11mm of the stent was exposed from the device, the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod and can be attached temporarily, a 20cc water filled syringe was used to flush the device through both the annual spaces, it flushed through both the spaces, an in-house 0.035¿ guidewire was used for guidewire loading check, and it advanced through the device, the stent could not be deployed by advancing the push grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.